Manufacturer narrative:
This report is based on information provided by a philips field service engineer (fse) and has been reviewed by the philips complaint handling team. Philips received a complaint regarding the efficia dfm100, indicating that an ECG waveform was not appearing. There was reportedly no patient involvement. The fse thoroughly examined the equipment and discovered that the ECG wave was not being displayed. A problem was identified with the dfm100 measurement module ECG. After replacing the module, the equipment is now functioning properly. Based on the available information and conducted testing, the cause of the reported problem was determined to be a faulty dfm100 measurement module ECG. The reported problem has been confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed, and the potential severity is s3 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The fse repaired the module to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
It was reported to philips that the ECG waveforms are not appearing. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.